Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that drawer has faulty boards. A field service engineer, replaced drawer controller board and reseated row board cable to resolve the issue. The device functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system, drawer 6 fails to open.the customer reported that there was a delay in dispensing the medication.there were no adverse events or injuries reported based on this incident.